Manufacturer narrative:
Internal complaint number: (B)(4). Evaluation of the catheter determined that the catheter was patent.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending the evaluation of the device.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The physician believed there was a kink in the catheter and decided to revise the catheter. During the revision, a fracture was found in the catheter.